Manufacturer narrative:
(B)(4): baxter medical assessment: a patient who received floseal during surgery has had a fatal outcome. Because of missing clinical and product application details the case is not assessable. Following clinical questions have to be clarified: diagnosis and indication for surgery. What surgical procedure has been performed and what was the indication for using floseal? How has floseal been applied (presence if bleeding and bleeding intensity, source of bleeding, type of applicator used) and the volume of product applied. Has the cell saver suction been removed from the surgical field during floseal application? Has the cell-saver been functional and the cell-saver aspiration tip in the surgical field during the application of floseal? Where there any signs of thromboembolism occurring during or immediately after the application of floseal? When in relation to the application time of floseal did the death occur and what was the determined cause of death? Has an autopsy been performed, and if yes with what results/findings? At this point an assessment of a causal relationship is not possible. (B)(6). No additional information is available at this time. As several case details are not available, this case is being conservatively reported. Baxter is currently following up with the reporter for additional case details. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2011 from (B)(4) both (baxter clinical education): the baxter sales representative was called to obtain additional information. The surgeon who the sales representative the report from is named dr. (B)(6). He is an obgyn working in (B)(6). He mentioned that his new junior partner, dr. (B)(6), told him about a case of maternal death while he was a resident at the (B)(6) hospital. Apparently, a maternal death occurred, and floseal with cell saver was used. No timeframe or date was provided. No patient diagnosis was provided. As dr. (B)(6) was a resident at the time, it may have occurred in the distant past. The obgyn clinic was called on (B)(6) 2011 at 0930 pacific time to speak with dr. (B)(6). The clinic was closed for the weekend. Additional information received on (B)(6) 2011 from (B)(4) a call was placed with dr. (B)(6) and although he confirmed that this was a case discussed during a morbidity & mortality conference he attended during his residency, he will not discuss this case any further. He did say this was not his case, but the case of one his attending at a very big teaching hospital and the consensus during the case presentation was that floseal should not be used when using cell saver equipment. It was reiterated to the surgeon that per the IFU (instructions for use) the surgeon is cautioned against allowing floseal to enter the cell saver equipment, and that this was achieved by exchanging the cell saver suction for the disposable suction tip during the application and until hemostasis was achieved and the unincorporated matrix was irrigated and suctioned out of the wound. It was asked of dr. (B)(6) if he would provide the name of the attending so we could follow up with him/her and dr. (B)(6) adamantly refused. No further information will be forthcoming. No additional information will be made available for this case and as such no further investigation is possible. This case will be kept on file for tracking and trending.

Event description:
Customer reported a death when floseal was used in conjunction with cellsaver during an operation at (B)(6) hospital.